Event description:
It was reported that during a pulse field ablation (pfa) procedure ablation procedure using a farawave pfa catheter the flush port on the catheter disconnected from the catheter. The flush port was seen to be cracked and ended up completely disconnecting from the catheter. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.